Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using apidra insulin within the pump supplies. Customer¿s blood glucose level was 251 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.